Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose level ranged from 237-238 mg/dl. The customer reverted to an alternate method of insulin therapy.